Event description:
Received info stating customer had changed cartridge and went through load process, but could not progress to the next screen. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up report will be submitted.